Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump lost prime six times in an hour. The cartridge allegedly contained 53 units of insulin after this loss of prime, and during a loss of prime that occurred earlier in the week, the cartridge contained 57 units of insulin. The reporter allegedly disconnected and primed again after each warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.